Manufacturer narrative:
D4 expiration date - added. D9/h3 product available to stryker - updated. D9 returned to manufacturer on - updated. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. H4 manufacturing date ¿ added. There are controls in the manufacturing process to ensure the product met specifications upon release. Visual inspection of the subject guidewire revealed that the subject guidewire was kinked/ bent 9.4cm from the distal end. Further inspection of the kink, the nitinol tubing was found to be broken and the core wire was broken but the platinum coil was intact. A functional inspection could not be performed due to the damage to the guidewire. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, there was no resistance encountered removing the guidewire from the dispenser hoop, the guidewire tip was shaped a j shape but after taking it out the tip was found straight, continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was moderately tortuous. There were no difficulties encountered during the usage of the device that could have contributed to the guidewire breakage. There was no excessive force during torqueing the subject guidewire. The guidewire was torqued more than 10 times. Analysis of the returned device found the subject guidewire was kinked/ bent 9.4cm from the distal end. On further inspection of the kink, the nitinol tubing and core wire were found to be broken but the platinum coil was intact. It is probable the guidewire encountered a significant amount of manipulation during the procedure which caused the guidewire to kink and subsequently fracture at the site of the kink. An assignable cause of procedural factors will be assigned to the as reported and as analysed ¿guidewire kinked/bent¿ and ¿guidewire broken/fractured during use¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during aneurysm embolization procedure, the subject guidewire was kinked. After withdrawing, 15cm from tip was found to be fractured. There were no clinical consequences to the patient reported as a result of this event.

Manufacturer narrative:
H3 other text: the subject device is unavailable to manufacturer.

Event description:
It was reported that during aneurysm embolization procedure, the subject guidewire was kinked. After withdrawing, 15cm from tip was found to be fractured. There were no clinical consequences to the patient reported as a result of this event.